Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was connected to the generator and passed monopolar energy recognition. The instrument was connected to an in-house monopolar cautery cable on an in-house system and passed energy delivery test. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
As of the date of this report, the monopolar curved scissors (mcs) instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated table motion (itm) had unpaired from the system mid procedure and created a recoverable fault. This led to the console surgeon losing control of the instruments and the monopolar curved scissors (mcs) instrument was still moving inside the patient. No harm was caused to the patient. The assistant moved the uterus to avoid the mcs from contacting it. After this they were able to recover the fault and continue the procedure, but the table did not pair and function during or after the procedure even though the system was undocked. After this, they restarted the system, the table paired and restored functionality. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no harm was caused when the uterus was moved to avoid contact with the mcs instrument during the procedure. The surgeon experienced a motion issue when the connection with itm was lost: the instrument did not respond to commands at all, and then the controllers began drifting on their own, resulting in uncontrolled motion. Nurses observed that the tip of the mcs moved a few centimeters after the connection was lost. This issue occurred while the surgeon's head was inside the surgeon console. The surgeon initially did not remove their hands from the controls when the connection was lost but had to do so when the controllers started drifting. The problem was resolved during the procedure by checking off the error from the vision cart, although the itm issue persisted until a full reset was performed. The mcs instrument is available for return; the customer asked about the process and has since used the instrument without further problems. There is a video recording of the procedure, and the customer is inquiring about granting intuitive surgical access to this footage. Patient demographics were not provided.